Event description:
A nurse reported that following an intraocular lens (iol) implant procedure the pt experienced hazy vision. The lens was exchanged for an unknown lens. In a follow up a technician reported the pt experienced blurred vision and extreme halos.

Manufacturer narrative:
Evaluation summary: the lens was returned torn/cut into two pieces with additional areas of split/cracks. Solution is also observed on the lens. Results from the product history record review indicated the lens met release criteria. The questionnaire indicates an unapproved viscoelastic was used for the lens/cartridge combination. Not enough information was provided to conduct a review of the cartridge lot. The product investigation could not identify a root cause for the complaint of explant-hazy vision. A lens bench evaluation could not be conducted due to the damaged condition of the returned lens. While we are unable to determine the exact origin of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of solution and the condition of the returned sample, the damage is most likely customer related. There have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013. (B)(4).